Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. The filament driver was replaced and a filament calibration was performed preemptively. The system then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a filament regulator error code message. No report of pt or staff injury.